Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury ") and device dislocation ("migration "). The patient was treated with surgery (hysterectomy + bi-s). At the time of the report, the uterine perforation, psychological trauma and device dislocation outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: received treatment for pain, bleeding migration and perforation. Lot number: 654831, manufacture date: 2009-07, expiration date: 2012-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-may-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in a female patient who had essure (batch no. 654831) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury ") and device dislocation ("migration "). The patient was treated with surgery (hysterectomy + bi-s). At the time of the report, the uterine perforation, psychological trauma and device dislocation outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: received treatment for pain, bleeding migration and perforation. Quality-safety evaluation of ptc: based on the information available, the risk assessment remains favorable. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.